Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis of left knee [arthritis]. Fluid retention developed in left knee [joint effusion]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6) with gonarthrosis. The pt's medical history was not provided. It was reported that the pt had no concomitant disease. On (B)(6) 2012, the pt initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of the first occurred, 2 ml, in both knees (frequency not provided). The lot number for synvisc was not provided. On (B)(6) 2012, the pt had second synvisc injection in her right knee. On (B)(6) 2012, the pt again received second injection of synvisc in left knee and the third injection in right knee. On the same day, the pt developed arthritis of left knee. On (B)(6) 2013, the pt received third synvisc injection in her left knee. On the same day, the pt developed fluid retention in her left knee. On (B)(6) 2013, the pt visited the reporting physician because of the event where arthrocentesis was performed and fluid retention of left knee was treated with a steroid injection. No action was taken with synvisc. On (B)(6) 2013, the pt recovered from the event of arthritis of left knee and fluid retention developed in left knee. Relevant concomitant medications reported include hylnate. Rinderon (betamethasone). The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis of left knee as possible; however did not provide the relationship between synvisc and the event of fluid retention developed in left knee.